Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was performed and identified a section of sheeting was not connected to the cassette. Pressure testing was performed and a leak was identified at the location of the cassette were the sheeting was not connected. The cause of the leak was determined to be loose sheeting on the cassette, though the cause of the loose sheeting was unable to be determined with the provided information. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the yume set for uv flash was leaking during the priming phase of peritoneal dialysis. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.